Event description:
During a blood component collection procedure (approximately five minutes from the start) a leak occurred in the centrifuge. No medical intervention occurred. This complaint was submitted to caridianbct on (B)(4) 2011, and was entered into our complaint system on (B)(6) 2011. At this time, no allegation of death, serious injury, or medical intervention was made by the customer. Following the standard complaint investigation procedure, this record was evaluated, completed, and closed on (B)(4) 2011. As of (B)(4) 2011, caridianbct became aware that the customer had made a regulatory submission of this complaint, via a user report, to their regional authorities ((B)(4)). Thus this MDR is being filed as a precautionary measure.

Manufacturer narrative:
(B)(4). Investigation: the trima accel set was returned for investigation. The set was visually inspected and dried blood and a leak path were observed in the single side of the control-y bond. The y with tubing was cut from the set to verify the leak path. The bond was tested with pressurized air and the leak path was verified at the single side of the control-y. The tubing at the single side of the control-y was noted to have a 4 mm bond gap (i.e. - the tubing had been inadequately inserted). Trends suggest that the event reported is random and occurs at a low level on a general basis. Manufacturing record review: a review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. For this disposable lot number, there were no in-process non-conformities, no engineering change order,s and a single unrelated in-process inspection observation. There were no simulated testing observations or failures. The product met all acceptance criteria for release. Root cause: the cause of this defect is inadequate insertion of the tubing into the bond socket of the y connector during manufacturing.